Manufacturer narrative:
Device evaluation: device has been received by edwards for evaluation; however, the evaluation has not yet begun. Additional manufacturer narrative: attempts to retrieve additional information are in process. Without a completed device evaluation the clinical observation cannot be confirmed. A supplemental MDR will be submitted once new information becomes available. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic valve was explanted due to strong calcification of the leaflet after an implant duration of approximately five (5) years. No additional information was provided.

Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Thrombus like material was observed on leaflet 1 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut near commissure 2. Customer report of calcification was confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Heavy host tissue overgrowth was also observed on the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Calcification and host tissue restricted leaflet mobility and led to stenosis. Based on the information received patient factors may have contributed to the event.

Event description:
There were no complications reported.